Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter claimed that the patient obtained inaccurate high readings of ¿190 mg/dl¿ at 7pm on (B)(6) 2014 and ¿197 mg/dl¿ at 2pm on the same day ((B)(6) 2014). The patient reportedly manages his diabetes with insulin (self-adjuster). The reporter informed the cca that in response to the ¿190 mg/dl¿ result, the patient administered 6 units of insulin r and 4 units of insulin r in response to the ¿197 mg/dl¿ result obtained at 2pm. The patient¿s spouse reported that at 10:30pm that same evening the patient developed symptoms of ¿sweating and dizziness¿. It is not known if the patient associated the reported symptoms with a high or low blood glucose excursion. It is also not known what medical treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the reporter confirmed the subject meter was set to the correct unit of measure setting and the test strips were in good condition. The cca walked the reporter through a control solution test and noted that the result fell within the specified control solution range. These complaints are being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate results with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.